Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery of this cardiac resynchronization therapy defibrillator (crt-d) device had three months remaining. The patient also reported of hearing beeping sound. Boston scientific technical services (ts) reviewed data and verified device reached explant and had gone back to less than 3 months after that time. Additional information indicated that the issue was caused by pacing percent change and a continued follow up will be done. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicates that the cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.